Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: investigators were unable to confirm or duplicate the original complaint; during testing all buttons responded properly to user presses. The keypad cover was removed and no damage was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was over responsive, and the down arrow button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.